Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) exactamix eva tpn bags of unspecified sizes were leaking from the middle port. The leaks were identified prior to patient use. There was no patient involvement. No additional information is available.